Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the sement worn out, the ccd module defect, the objective lens unit broken, the u/d and r/l "pulley" wires worn out. Based on the result, we concluded that it was caused due to the ccd module defect. However, other "failures" are not related to the alleged complaint. Correction information: g6: follow-up #1. H6: coding changed based on the investigation result: component code, investigation findings, and investigation conclusions. Additional information: b5: there was no report of patient harm. H2: type of follow up. H6: coding added based on the investigation result: health effect - clinical code. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Manufacturer narrative:
This device is not distributed in the USA, therefore there is no 510k available. International medical device regulators forum (imdrf) adverse event reporting. (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occurred at the distributor. The distributor reported there is image disturbance during angulation involving pentax model ec38-i10f2/serial (B)(4). There was no adverse event reported with this complaint. . This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.